Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged (B)(4) batch 1392503 was received for evaluation. Visual inspection noted that the hex's tip was twisted. A functional test cannot be performed as the instrument was damaged. The most likely cause of the reported failure is user error, specifically the application of excessive torque force during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/27/2025, it was reported by a facility representative via (B)(4) that an ar-18800-03 drive shaft is twisted at the tip. Noticed during a case, swapped, and completed with no patient effect.